Manufacturer narrative:
The product is available for evaluation, but the product has not yet been returned. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received and were updated. The wire inside of the catheter was exiting the cannula needle port and not the distal end of the catheter. There was no damage noted with the packaging or the device prior to use. The device was prepared as specified by the instructions for use. The target lesion was located in the superficial femoral artery (sfa). The lesion was described as 10 cm in length, de novo, chronic total occlusion, with calcification. The reference vessel was non-tortuous. All specified ports were flushed followed by a 30 second pause and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter did not coil at any point prior to insertion. The cannula/needle actuated smoothly however, there was difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A stabilizer 0.014 guide wire was used. There was no difficulty advancing the outback over the guide wire. There was no trouble loading the guide wire with the outback. The guide wire was in the patient and then the outback was loaded onto the wire. The wire was in the subintimal space in the sfa. There was no resistance. The needle did not retract properly and the wire kept coming out of the needle instead of the distal lumen of the catheter. The physician was not able to re-enter the vessel with the guide wire. There was no resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was retracted prior to catheter withdrawal. The case was subsequently stopped because of loading of the catheter issues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15329190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product was returned and analysis was completed; therefore, were updated. The wire inside of the catheter was exiting the cannula needle port and not the distal end of the catheter. There was no damage noted with the packaging or the device prior to use. The device was prepared as specified by the instructions for use. The target lesion was located in the superficial femoral artery (sfa). The lesion was described as 10 cm in length, de novo, chronic total occlusion, with calcification. The reference vessel was non-tortuous. All specified ports were flushed followed by a 30 second pause and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter did not coil at any point prior to insertion. The cannula/needle actuated smoothly however, there was difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A stabilizer 0.014 guide wire was used. There was no difficulty advancing the outback over the guide wire. There was no trouble loading the guide wire with the outback. The guide wire was in the patient and then the outback was loaded onto the wire. The wire was in the subintimal space in the sfa. There was no resistance. The needle did not retract properly and the wire kept coming out of the needle instead of the distal lumen of the catheter. The physician was not able to re-enter the vessel with the guide wire. There was no resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was retracted prior to catheter withdrawal. The case was subsequently stopped because of loading of the catheter issues. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from distal tip; however this condition could be related to overcannulation. Cannula was not deployed. No other damages were noted. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port then through the hemostatic rotating valve, and exit through the tip; no anomalies were detected. A 0.014" guide wire was inserted through the tip and it did not exit through the guide wire port due to the over cannulation. The guide wire was then inserted through the guide wire port, and it did not exit through the tip. Cannula could not be fully deployed and retracted due to the over cannulation. A review of the manufacturing documentation associated with this lot presented; (B)(4) was generated due to a point out of lcl in the (outback pull test dumbell-inner). No assignable root cause was found, the last 25 subgroups of the chart were reviewed and points out of control were not observed, this variation is caused by the values obtained in the pull test 105.5 and 110.4, however the ppk for this process is 11.83 therefore no corrective actions are taken. This pths has no relation with the reported complaint. (B)(4) was generated to await the bioburden test results. The results were favorable and pths was closed and lot was released. This pth has no relation with the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer might be related to the kink found in the catheter. The cause of the kink might be related to an overcannulation; the cause of the overcannulation could not be determined; however procedural factor could be related to the overcannulation. Controls are placed in the manufacturing line to prevent defective units from leaving the building; refer to work instruction (B)(4). Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
There was no damage noted with the packaging or the device prior to use. The device was not prepared as specified by the instructions for use. The target lesion was located in the superficial femoral artery (sfa). The lesion was described as 10 cm in length, de novo, chronic total occlusion, with calcification. The reference vessel was non-tortuous. All specified ports were flushed and all ports were flushed, followed by a 30 second pause and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter did not coil at any point prior to insertion. The catheter prepped in a straight configuration. The cannula/needle actuate smoothly. There was difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A stabilizer 0.014 guide wire was used. There was no difficulty advancing the outback over the guide wire. There was no trouble loading the guide wire with the outback. The guide wire was in the patient and then the outback was loaded onto the wire. The wire was in the subintimal space in the sfa. There was no resistance. The needle did not retract properly and the wire kept coming out of the needle instead of coming out of the lumen of the catheter. The guide wire did not load successfully since it did not go through the lumen of the catheter. The physician was not able to re-enter the vessel with the guide wire. There was no resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was retracted prior to catheter withdrawal. The case was subsequently stopped because of loading of the catheter issues.

Event description:
The wire inside the catheter was only coming out of the needle port and not at the distal end of the catheter. The product was stored per the instructions for use. There was no adverse event to the patient. The product will be returned for analysis.